Event description:
The customer reported that the 840 ventilator had a blank display while in use on a pt. Pt outcome is unknown. The customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter pcb. The unit passed extended self-testing.